Manufacturer narrative:
Correction to h6 - adverse event problem for the imdrf investigation conclusion (annex d) from d0301 - manufacturing deficiency to d15 - cause not established.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 430 mg/dl. The pod was reportedly leaking while worn on the patient's leg for between 37 and 48 hours. As treatment, a new pod was applied.